Event description:
It was reported that the rubber encasing of the mobile power unit patient cable was loose at the black and white connector. There were also cracks in the device's handle and a loose wire saddle.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mpu being damaged was confirmed, as the returned mpu (serial number (B)(6)) was observed to have a loose rubber encasing on its patient cable around its black and white lemo connectors. A thin crack was also observed on the mpu¿s top handle housing. The mpu was received at the european distribution center. The mpu was functionally tested and was found to perform as intended despite the observed damages. The mpu was opened, and a loose plastic wire saddle was observed within the housing of the mpu; however, this did not affect the functionality of the system. The mpu¿s patient cable, handle housing, and loose wire saddle were replaced with new components. Preventive maintenance was performed, and the serviced and tested mpu was returned to the rental pool after passing all tests per procedure. The root causes of the observed damages were unable to be conclusively determined through this analysis. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 16dec2015. No further information was provided. The manufacturer is closing the file on this event.